Event description:
I got silicone breast implants in (B)(6) 2012. A few years later I started having strange health phenomena. One by one new problems arose. All of the following are new symptoms and health issues that started about 4 years after implantation. Ibs symptoms, food sensitivities, cold sensitivity, light sensitivity, visual disturbances, anxiety, insomnia, non-stop high pitched ringing in ears for 3 1/2 years, joint pain, back pain, pains in breast and tender breasts, palpitations, dx of non-scarring hair loss, chronic rib pain, dry itchy skin, and fatigue. FDA safety report ID # (B)(4).